Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that, "aria cage broke while being impacted in for final implant placement. Broke around where the inserter attaches to the cage. Implant remains in patient"

Manufacturer narrative:
A thorough investigation could not be performed as the batch number of the implicated cage was unknown and only a fragment of the cage was returned for evaluation. The failure could be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive hammering as well as inappropriate trialing could also have contributed to the failure. Trialing is important as it helps to determine the appropriate height, width and length of the cage that is to be used. The attached aria surgical technique recommends to "gently and progressively insert the avs implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle". Conclusion: while it is proposed that the failure could be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Event description:
It was reported that, "aria cage broke while being impacted in for final implant placement. Broke around where the inserter attaches to the cage. Implant remains in patient".